Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the tamper seals were undamaged, and no external device damage was noted. A review of the event history log confirms multiple occurrences of "no disposable" alarms. Ehl shows "no disposable" messages, however the over infusion was unable to be confirmed. Functional testing and delivery accuracy testing of the device were unable to confirm or replicate the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the pump was reporting the cassette wa empty more quickly than what the infusion was programmed for. The device would give an alarm tone, but continued to run. Then after a while the screen shows no disposable and the pump stops running. There was no patient injury reported.